Event description:
It was reported that this left ventricular (lv) lead did not have capture with unipolar pacing. It was noted that when the device was programmed to a certain vector, there would be pacing inhibition. However, when the device was programmed to unipolar sensing, pacing was working as expected. Technical services (ts) noted that the pacing inhibition must be a result of the lead over-sensing noise. Ts recommended monitoring the lv pacing and potential programming options. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).